Event description:
It was reported that during a laparoscopic appendectomy, the device was locked down and when fired the cartridge fell out into the pt. The cartridge was retrieved laparoscopically. The case was completed with another device. There was no consequence to the pt.